Event description:
The site used superdimension to navigate to the lesion. The site couldn't get a diagnosis so they went ahead with a lobectomy which resulted in a thoracotomy, and the patient went into cardiac arrest. The patient was hospitalized and has been released.

Manufacturer narrative:
The product is not available for evaluation and will not be returned. These were no anomalies identified during the internal review of the DHR of the system console. The physician does not believe this occurred due to superdimension system.